Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a field service engineer (fse) inspected the drawer and determined that it extended approximately 1/4 inch beyond the e drawer, which was normal for a drawer in the top position. The drawer was confirmed to be fully installed and operated normally. The fse tested the drawer through the application and verified that it opened and closed properly; therefore, no repairs were required. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1 was not completely closed and was sticking out. The customer stated that the user managed to get the medication from upper level, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.